Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device and reportedly developed symptoms after the inaccuracy issue began. The medical surveillance specialist (mss) contacted the patient on february 20, 2009 to obtain additional information; however, the patient was unwilling to answer more questions. The following information was obtained from the customer care advocate (cca) documentation and from the brief discussion between the mss and the patient. The patient claimed that the alleged inaccuracy issue first occurred in late 2008. On an unspecified date/time, the patient compared a "171 mg/dl" meter result to an hba1c result of "5". The time difference between the tests was about an hour. The patient also claimed that his meter reading has read higher than the hospital's device on other occasions but he was unable to provide specific meter results. It is unknown if he made any adjustments to his diabetes care regimen as a result of the alleged high meter readings. The patient manages his diabetes with diet and exercise. The patient reportedly developed symptoms of feeling shaky and weak at an unspecified time after the reported issue began. It is unknown what events led to the patient's symptoms, such as his activity levels, health condition, food/drink intake, and previous meter readings. It is unknown if the patient received any form of medical intervention for his symptoms. There is no evidence the product malfunctioned. The patient compared his meter result to a hba1c result, which is an invalid comparison. In addition, there were no specific meter results provided when he compared his meter to the hospital's device. However, this complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after obtaining alleged high meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.